Event description:
It was reported that a pt was being monitored by a dash in room of the ed care unit. Allegedly, the pt got up and left the room, walked down the hallway and went through some double-doors. This area was reportedly empty at the time, and no one saw the pt behind the doors. The pt was later found on the floor deceased. No alarms were allegedly heard at the bedside nor at the cic. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.